Manufacturer narrative:
Code 3191 was used to capture surgical intervention. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing and difficult to interrogate.

Event description:
It was reported that the right ventricular lead associated with this pacemaker was surgically abandoned due to oversensing with no pacing inhibition. The pacemaker was explanted for normal battery depletion but cannot be ruled out as contributing to the oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular lead associated with this pacemaker was surgically abandoned due to oversensing with no pacing inhibition. Prior to device explant, the field representative reported that they had difficulty interrogating the device. The pacemaker was explanted for normal battery depletion but cannot be ruled out as a potential contributor to the oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).